Event description:
It was reported that an occlusion alarm occurred on an ilet using a steel contact detach infusion set with 23-inch tubing, with blood glucose elevated to about 200 mg/dl and later stabilizing to 165 mg/dl after delivery was resumed and the user monitored without additional announcement; no bubbles, kinks, or set issues were observed. Symptoms included hyperglycemia without other reported symptoms. Outcomes included a delay to treatment or therapy. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, while the reported issue involved lack of effect, and the specific device component could not be determined due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.